Event description:
A report was received that the pt underwent a pocket revision procedure where the physician replaced the pt's ipg because, the pt was having difficulty charging due to the ipg being too deep. The pt is reportedly doing well following the procedure.